Event description:
Pt reported experiencing elevated blood glucose readings ( 200 mg/dl). They indicated that after switching to a new vial of test strips. Their blood glucose measurements decreased (97 mg/dl). Pt stated that, based on prior elevated blood glucose results, their physician recommended increasing their oral diabetic medications. Pt reported that, during the night, they experienced low blood glucose symptoms. At that time, their blood glucose measured 238 mg/dl, using the suspect device. Pt self-treated by eating food. Pt did not state whether controls had been run on the suspect device. A request was made for the return of the suspect device, and replacement product was sent.